Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced chest pain and shortness of breath less than one month post device change-out. It was determined that the patient had pericarditis related to the procedure which required oral medication. The device remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.